Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 312 mg/dl nausea and vomiting associated with loss of prime that occurred on (B)(6) 2016. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a loss of prime issue.